Event description:
The user facility reported that steris 20 sterilant concentrate was used after its labeled expiration date to process devices in their system 1 processor. These devices were later used in patient procedures.

Manufacturer narrative:
A steris service technician inspected the system 1 processor and verified it was operating properly. The user facility confirmed that the chemical and biological indicators used in the cycles performed with expired sterilant exhibited passing results. The user facility has reported no further issues in regards to steris 20 or system 1. The hospital reported that the use of expired sterilant was accidental and acknowledged that system 1 and steris 20 instructions for use were not followed. Steris informed the user facility that devices cannot be guaranteed as sterile unless processed in accordance with system 1 instructions for processing and use and recommended that the facility follow its procedures in regard to deciding whether any patient notifications were indicated. Steris is not aware of any adverse clinical event associated with this incident and is filing this MDR because the sterility of devices processed in system 1 with expired sterilant cannot be guaranteed unless devices are processed in accordance with steris's instructions for processing and use. Refresher in-service training for the hospital regarding proper use and operation of steris 20 and system 1 was offered; however, the hospital declined.